Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age is not provided / unknown, patient weight is not provided / unknown, date of event is not provided / unknown. Initial reporter¿s email address is not provided / unknown.

Event description:
Doctor reports that he was unable to place the ct318 implant due to dense bone. The site was grafted and patient was sent home to heal. Tooth site # 7.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Similar complaints for the inability to achieve primary stability (unable to place implant into osteotomy) have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing records reviews, the documented disposition actions for each have not suggested the likely release of non-conforming product. To date, all complaint data was found to be conforming and did not meet CAPA/hhe/d/ie escalation. Therefore, there were no complaints which confirmed a manufacturing or design related issue caused or contributed to the reported event. DHR review: DHR review was completed for the subject lot number (63485330). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (63485330) for similar event and no other complaint was identified. The following sections were updated: b3: date of event. B4: date of the report . D4: expiration date. G4: date received by manufacturer. G7: type of report . H2: follow up report. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: method code updated to 4109. H6: results code updated to 213. H6: conclusion code updated to 4310. H10: narrative / data.

Event description:
No additional or corrected information to report